Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion is being treated was located in the moderately tortuous, severely calcified and 75% stenotic distal right coronary artery. First the physician deployed a 2.5 x 18 non-bsc stent and then advanced the 2.5 x 12 mm quantum maverick to the stent to post dilate. The balloon was inflated to 10 atms for ten seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.5 x 12 quantum maverick balloon. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints of this nature related to this batch number. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.